Event description:
An (B) (6), female, pt, with iliacs that were both tortuous and calcified; underwent aaa repair on (B) (6) 2010. During access of the zenith main body, the pt's iliac ruptured. The physician was able to repair the iliac and continue the case. The pt did not survive the procedure, and the physician is attributing the expiration to the initial shock to her system regarding the rupture. Pt expired.

Manufacturer narrative:
(B) (4). Event is under investigation at this time.